Event description:
Hcp reported the pt presented in 2002 with symptoms of withdrawal including nausea and pain. In 2003, there was a volume discrepancy at refill. The expected reservoir volume was 2.8cc, the actual refill volume was 17cc. A "pump-o-gram" was done that same day which showed no irregularities. At this time the pt was experiencing a return of pain. The pt was on oral medication (oxycontin) and saline was placed in the pump. A rotor study was done in 2003 which indicated the pump was working. In 2003, the saline was removed and dilaudid was refilled into the pump. At next refill, 7/2003, all 18cc dilaudid were removed from the pump (unk what the expected volume amount was). The pt was having an increased level of pain and complained of nausea/vomiting in 4/2003. In 7/2003 the pt had the pump filled with saline again and the catheter was flushed. The catheter access port was difficult to remove fluid from, so an MRI is going to be scheduled to check for a granuloma at the catheter tip. The pt is currently doing o.k. On oral mediations and there is a plan to explant the pump.